Event description:
Boston scientific crm received information that this patient's latitude communicator displayed a blinking red light that was associated with reference code (B)(4). The latitude patient initiated interrogation (pii) feature was enabled. The patient reported that the communicator displayed a reference code (B)(4) when attempting a pii. The local representative was contacted and informed that reference code (B)(4) relates to a high right ventricular (rv) pacing impedance measurement. The physician was contacted and informed of the red alert (ra). The patient was presented to the clinic and the local representative reported a greater than 3000 ohm pacing impedance that was associated with rv electrogram noise, oversensing and delivery of an inappropriate shock. Technical services suggested that impedance measurements should be performed during patient isometrics. Technical services was informed that the patient is an active rancher and the physician plans to replace the lead. Subsequently, the local representative contacted technical services to request a longevity estimate on the device. The device's current monitoring voltage was 2.62 volts and was associated with a charge time of 9.0 seconds. The local representative was notified that some of the recorded lv pacing impedance measurements were less than 250 ohms.

Manufacturer narrative:
The chronic device was explanted and replaced due to normal battery depletion. The rv defibrillation lead was surgically capped and replaced. The lv lead remains in-service.